Event description:
On the event date, the patient reported that his infusion device sounded "strange" and "sounds like it is dragging." He also received an e10 (cartridge) error. He removed the insulin cartridge and performed the change cartridge procedure. He stated that the infusion device was "not priming consistently" while priming the infusion set. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.